Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on 3/12/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated his condition had improved and he was not currently having any diabetic symptoms. The customer stated there was no medical intervention since the last call. The customer stated he had run a blood test that day and the result was 243 mg/dl fasting which was still too high.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 257, 252 and 311 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 160 mg/dl. Customer stated he takes his blood test fasting. During the call on (B)(6) 2017, the customer was feeling tired but declined any medical attention at that time. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 268 mg/dl using truemetrix air meter and 277 mg/dl using truemetrix air meter. The product is stored according to specification. The customer stated he was also concerned with the back to back blood test since he was fasting. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is month of (B)(6) 2017. The customer stated he has not had any changes in his diet or exercise regimen. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 results in the meter's memory the customer is calling in regards to getting high results on the meter. He is feeling tired but declines any medical attention at this time. He takes his blood test fasting. The customer say he is concerned since his blood sugar has never been this high and it is out of his range.